Manufacturer narrative:
It was reported that while attempting to use the 2.00x22mm resolute onyx stent the device was unable to cross the lesion and stent deformation occurred with struts of the stent protruding from the balloon catheter. The device was never inflated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use two resolute onyx rx coronary drug eluting stents to treat a lesion located in the obtuse marginal (om). Both devices were inspected with no issues. It was reported that while attempting to use the 2.00x22mm resolute onyx stent, there were inflation difficulties and that the device was unable to cross the lesion and stent deformation occurred with struts of the stent protruding from the balloon catheter. It was also reported that the 2.25x15 mm resolute onyx stent could not cross the lesion and stent deformation occurred with struts of the stent protruding from the balloon catheter. No patient injury reported.